Event description:
It was reported that during a laparoscopic stomach surgery procedure, the device stopped working. It was no noted how the case was completed, however there was no patient consequence. Two devices are being returned for analysis